Event description:
As reported by the user facility: post-surgical anaphylactic shock after application of prontosan. (After osteosynthetic caused wound infection) increased aspiration pressures (patient in general anesthesia), drop in blood pressure, tachycardia and urticaria. Therapy with dimetindene, cimetidine, suprarenin, prednisolone and ventilation with 100% saturated oxygen. Patient was suffering form an infected ten (titanic elastic nail) in the right femur. Co-morbidities: neuro-degenerative disease, cerebral seizure disorders, joint dislocation (hip). No allergies known so far.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). B. Braun medical is reporting this because the reported catalog number is part of the prontosan wound irrigation solution product line. Per the manufacturer, their report has been identified as 3007120504-2014-00004. Per the manufacturer, the instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. There was no sample sent for investigation. Based on batch documentation no deviations have occurred during the manufacturing process. The cause for this adverse reaction in the case is not fully clear. An epicutaneous test was offered to the patient in order to confirm a potential allergy to one of the ingredients of prontosan. However, epicutaneous test was not performed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.